Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, while at pouch, the shaft came off of the white part of the handle, the reload was still attached to the handle, reload could not open or remove and graspers from the laparoscopic set was used to pry open. It was noted that the tissue was normal tissue as routinely encountered. The handle and reload were replaced to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: egiauxl endogia ultra univ xl stapler (lot#: p2f0185); unknown endo gia instrument (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Removed unknown endo gia instrument (lot#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was received engaged with the subject instrument from the handle. Visual examination of the staple cartridge noted that the reload was partially fired with the interlock engaged. The jaws were open, and the staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. The proximal sutures were cut, and the distal anvil and cartridge sutures were intact with small pieces of reinforcement material attached. Functionally, the reload was unloaded from the subject instrument. The reload was then loaded into a representative instrument from for functional testing. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. When retracting the reload after the firing the instrument firing rod disconnected from the reload laminates. This left the reload with the jaws clamed on the test media and the knife bar fully advanced. The reload jaws could not be manually opened. It was reported that the jaws of the reload did not open at all, not involving tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.